Event description:
It was reported that one day post-op, patient complained of chest pain that worsened with deep breathing. Device interrogation indicated no capture at high output. Chest x-ray indicated lead perforation. During the lead repositioning procedure, the patient's pressure dropped and an epicardial tap was required. Patient was reported to be doing well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.